Event description:
Ous MDR. After an implantation period of about 28 months, oversensing without inappropriate therapy was reported via home monitoring. Moreover, a constant impedance decrease has been reportedly observed since implant. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular approx.9.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of oversensing which led to vf detection without shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.